Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Neurological events and intracranial bleeds are known potential adverse effects associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities, which could have contributed to this event.

Event description:
Device malfunction: none. Symptoms/ae: subarachnoid hemorrhage. Time of ae: after the procedure. It was reported that post a right internal carotid artery stenting procedure, the patient experienced left sided facial numbness. It was thought to be due to an allergic reaction to the contrast and treatment with solu-medrol. One day post procedure, the patient was discharged to home. Nine days post procedure, the patient was admitted for tests. A CT of the head revealed a small subarachnoid hemorrhage at the level of the right parieto-occipital cortex. Ten days post procedure, a repeat CT showed improvement of the subarachnoid hemorrhage. A statement from the patient reports that the bleed was believed to be related to the anticoagulation and not the stent. Although requested, there was no additional information provided.